Event description:
An issue was reported related to an incorrect pump time. There was no adverse impact to the customer's blood glucose level, as the previous settings did not result in extreme values. Technical support helped the customer correct the pump time and instructed them to monitor for any recurring time discrepancies. The customer understood and agreed to follow up if the issue persists.